Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display and rainbow effect making it hard to read. The customer also stated that the battery life diminished from the first day, some batteries lasting less than seven days, sometimes it smells a lot of insulin when changing reservoir and hearing unusual (grinding) noises different from the normal rewind noises, not hearing it and rewind was slower, had an unexplained and random no delivery alarm. The insulin pump shoots or squirts insulin out of the infusion set when priming it, insulin pump not giving them low reservoir warnings when the insulin was low in the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.